Manufacturer narrative:
One used 142730490 plum 150 ml burette set was returned for inspection 11/7/23; a photo was also provided that showed the clave separated from the upper lid of the burette. The clave was observed to be broken from the upper lid of the burette. The male luer of the clave remained bonded inside of the port. The area of the break was examined. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The deformation observed was in the form of beach marks on one side while the opposite side was smoother. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved plum 150 ml burette set, clave injection site, 2 clave y-sites and the customer reported that the clave additive port snapped off; no leakage was noted. The set was replaced and therapy resumed without any problem. There was patient involvement and no patient harm in the event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. E1 - (B)(6).